Event description:
The handswitch was returned to stryker instruments for service. During functional testing by a service technician, it was found that the handpiece has unintentional running. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Manufacturer narrative:
The failure for unintended activation was confirmed by the repair technician through functional evaluation, disassembly and visual inspection. Through visual inspection, the technician confirmed the motor sockets were corroded.

Event description:
The handpiece was returned to stryker instruments for service. During functional testing by a service technician, it was found that the handpiece has unintentional running. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.